Event description:
It was reported that the device needed to be repaired. Device evaluation noted the downstream occlusion seal was damaged. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual test was performed- found damaged downstream occlusion (dso) seal. Functional testing found a defective latch sensor. The customer¿s reported problem was duplicated. The root cause of the reported problem was a defective latch sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Dso seal, battery compartment, latch sensor will be repaired.